Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis because doctor took pump away. The blood glucose level was between 500 to 600 mg/dl at the hospitalization.